Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? No. Did the patient receive any preoperative chemotherapy or radiation? No. What were the indications for surgery? Lap anterior resection. What healthcare professional fired the device and what is his/her experience with the device? Consultant colo rectal surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Just as normal. Was the device difficult to fire? Just as normal. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, 2 x perfectly complete donuts. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe. None. Noted on inspection laparoscopically or when patient had a flexi sigi post anastomosis. Were the bubbles circumferential or in specific locations? One specific location, right lateral. What was oversewn? The anastomosis. What is the surgeon¿s opinion of the etiology of emphysema on the inside of the rectum? Unsure. Will the stoma be reversed? Yes in approx. 12 months. What is the current status of the patient? Discharged, no post op complications.

Event description:
It was reported that during a lap anterior resection, after firing of circular stapler, air leak test showed bubbles so a check was done with colonoscope which showed a complete anastomosis internally and the laparoscope showed complete anastomosis externally. The bowel was oversewn with a suture but another leak test still saw the presence of air bubbles. Surgical emphysema was also noted tracking down the inside of the rectum. It was at this point the decision was made to convert to a hartmann's procedure so patient required stoma formation. Surgery was delayed an unknown length of time.